Event description:
Event description boston scientific received information that two months following the implant of this pacemaker, the patient began to develop the same symptoms experienced prior to implantation. Device evaluation confirmed normal thresholds and impedance measurements. On december 15, 2006, the patient presented to the hospital with dizziness and severe fatigue. The night before the replacement procedure, a boston scientific field representative reported loss of capture and impedance measurements greater than 2500 ohms with the implanted non-boston scientific ventricular lead. The physician was questioning the functionality of the pacemaker as he noted unusual setscrew movement. Therefore, the pacemaker was explanted and a new device was implanted without further incident.